Event description:
It was reported that a hematoma developed superficially on the patient's lead site. Surgical intervention was undertaken on 07feb2024 wherein the patient's hematoma was removed via suction.

Manufacturer narrative:
Section b3: event date is estimated. It was reported abbott, a patient who was implanted on (B)(6) 2024, formed a hematoma on one of the incisions. The hematoma was removed by suction. There were no complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.